Manufacturer narrative:
An investigation is anticipated and a supplemental report will be submitted when the investigation has been finalized. (B)(4).

Event description:
It was reported that while on a pt the pt cassette became slightly dislodged from its position after the exchange of co2 absorber. The anesthesia workstation alarmed for leakage and the leakage was compensated for as per design and the anesthesia could be finished without interruption. There was no pt injury reported. (B)(4).